Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis. The procedure was completed as planned by taking additional pictures. The philips field service engineer (fse) checked the system onsite and confirmed that the image disk space low. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that flat detector was not moving. The fse turn off the subtraction as gray pictures had disappeared and could not reproduce the issue as the flat detector can be used to take images in various orientations. To resolve the issue, philips field service engineer (fse) performed various functional tests. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image disk space was low, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.